Event description:
Customer reported device generated a result of lo prior to dosing of the test strip. No treatment was received. Prior to the result, device displayed "off". Customer stated after cleaning the optic cover and lens of the device, the result appeared. A request was made for return product and replacement product was sent.